Manufacturer narrative:
(B)(4) reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10288543. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. The devices were not returned for analysis. A device history record review for the microcatheter could not be performed because the lot number was not provided. Based on the information, the event could not be confirmed. The products were not returned for analysis and a review of the manufacturing documentation associated with the stent presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The lot number is not known for the microcatheter; therefore a device history record review cannot be completed and the event could not be confirmed. Therefore no corrective actions will be taken at this time. This is report 1 of 2 related to (B)(4).

Event description:
The procedure was the stent placement of an unknown wide-neck aneurysm at the patient¿s internal carotid-posterior communicating artery junction that was not calcified and moderately tortuous. During the procedure, the physician attempted to insert an enterprise vrd (enc452200/10288543) into an unspecified prowler select plus (lot unknown), however the vrd got stuck inside the microcatheter. It is unknown whether the microcatheter was removed with the vrd. Since the patient was a (B)(6) carrier, in order to prevent infection, the complaint product was safely destroyed per the hospital¿s regulations. Due to the issue, there was about a 10 minute delay in the procedure. However, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. The complaint products were new and were stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends, etc.) Was noted on the products by visual inspection. Also no damages were reported on the devices after the event. No unintended detachment was observed in the vessel or in the microcatheter. It is unknown whether the microcatheter was re-shaped or not. The complaint product is unavailable for evaluation. No additional information is available.